Event description:
First layer does not easily separate from the second layer. Especially difficult and at time's impossible for caregiver to apply while wearing gloves. Risk of losing an IV site due to difficulty applying this transparent dressing. Caregiver reported has not had a problem with device until this recent batch.